Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the screen on this unit is not responding when touched. There is also a huge spot on the screen. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the unit and was able to confirm the reported event of there being fluid ingress on the front panel. This issue is being addressed through an internal investigation.